Manufacturer narrative:
Correction: initial reporter also sent report to FDA: changed to no. Investigation: a review of the complaint history, device history record, specifications, quality control, visual inspection and functional testing of the returned device was conducted. One of two ngage nitinol stone extractor s(lot 7046369) was returned for evaluation. The device was returned with the handle in the open position and the basket formation was in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) is tight. A functional test noted the handle partially actuates the basket formation. A visual examination noted one of the basket wires is broken on the basket formation. There was damage noted on the basket sheath 84 cm from the distal tip; the length of the damage was 1 cm in length. During evaluation it was noticed that the basket wires got caught on something causing it to break. The complaint was confirmed. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record found 3 non-conformances noted. Appropriate personnel was notified to address these non-conformances. A review of complaint history found this to be the only reported complaint associated with complaint lot number 7046369. Based on available information, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during a percutaneous nephrolithotomy (pcnl) performed on a male patient with a kidney stone, two ngage nitinol stone extractor baskets would not work properly. The baskets would not open once inside the kidney. Outside the body it would open a little but not all the way. The patient did not require any additional procedures due to this occurrence. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional patient and event information has been requested but not provided.